Event description:
It was reported that during the procedure in the grafted, heavily calcified, left anterior descending artery, resistance due to the anatomy was felt during advancement of a 2.0x20 rx mini trek dilatation catheter, force was applied, and the shaft kinked. The catheter was withdrawn from the anatomy with resistance. A non-abbott device was used to perform dilatation. There was no reported adverse patient effect or clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states that treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60 to 85% and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment, and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.